Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery (rcfa) after a coronary diagnostic procedure using a starclose se device. Reportedly, the device did not deploy. The physician deployed the device normally but it did not achieve hemostasis. They looked for the clip but they were unable to find it. Manual arterial compression was used to achieve hemostasis. The patient did not experience any adverse effect. A 6 fr. Sheath was used during the closure procedure. The physician is trained in the use of the starclose device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A mislodged/mislocated clip, not achieving hemostasis, can occur due to a number of factors including, but not limited to: manufacturing, user technique and patient anatomical conditions (e.g. Heavily calcified arteries, morbidly obese patients, etc). Information relevant to user technique or relevant patient medical history was not provided. Factors related to user technique include inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment. A review of the device history record did not reveal any non-conforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database was performed and there were no similar incidents for the reported lot. There is no indication of a product quality deficiency. The device was not returned for analysis, which may have assisted in the investigation. Therefore, a conclusive cause for the reported lack of hemostasis and not locating the clip cannot be determined. During manufacturing, devices are visually inspected and the clip applier of each device is inspected to ensure product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device, including clip placement.